Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that fluoroscopy revealed insulation damage with conductors at the distal end.